Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that t:slim x2 pump battery would not charge even though pump was connected to working wall outlet using tandem charging cable and wall adapter, and no power source alert appeared in pump history. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to leave wall adapter plugged into confirmed working outlet for at least 30 minutes, but pump still did not recognize charging connection until customer used different charging cable, after which pump began charging and no further assistance was required.